Event description:
It was reported that the device had an electrical reset. The device was also approaching elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary event: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A critical ram parity error occurred in (B)(4) on (B)(6) 2014. The power on reset severity is low so the device should be able to fully recover after reset. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).